Event description:
Intra-operative complications: posterior capsule rupture. Patient condition and symptoms: capsular bag tear. Note: product model and diopter not provided.

Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Intra-operative complications: posterior capsule rupture. Patient condition and symptoms: capsular bag tear. Note: product model and diopter not provided.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred inside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. Injector, iol and product information were not available for investigation; therefore the appearance check was not performed. The serial number and model information were not available, so the risk assessment and trending could not be performed. Complaint will be re-assessed if additional information is received.